Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated MDR#: 1225714-2014-04964, 1225714-2014-04965, 1225714-2014-04966, 1225714-2014-04967.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2004 and subsequently expired on (B)(6) 2004, after the use of the product.